Event description:
On (B)(6) 2009, the patient reported that he received an e4 (occlusion) error while attempting to bolus 10 units of insulin. He was instructed to disconnect from his infusion site and he was able to prime without error. The infusion site was removed and was bent in a "c" shape. The infusion site had been in use since (B)(6) 2009. He inserted a new infusion site and completed his bolus without error. No physiological effects were reported. The patient was sent information on infusion site management and an infusion set insertion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.